Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open sores area the breast area. Patient described the rash as an abrasion, raw, and oozing. Patient reported the garments feel too tight and a field service representative provided a larger size. There was no alleged device malfunction contributing to the irritation. Patient reported foam dressing under the lv. A nurse reported that a doctor ordered the removal of the lifevest and to apply nystatin powder for fourteen days. Follow up indicated that the powder is helping with the skin irritation.